Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2008 due to patient allegations of pain, loss of range of motion, bone/tissue damage, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left total hip arthroplasty on an unknown date with unknown components. Operative noted patient underwent a left hip revision on (B)(6) 2006 where all components were removed and a biomet hip was implanted. Operative report further noted patient underwent a second left hip revision on (B)(6) 2008. Operative report noted the presence of clear fluid and a broken screw. The broken screw was removed. The modular head, liner and acetabular cup were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-05342 & 2015-01203).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2008 due to patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Additional information received noted the patient underwent a left hip revision on (B)(6) 2008 not (B)(6) 2008. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left total hip arthroplasty on an unknown date with unknown components. Operative noted patient underwent a left hip revision on (B)(6) 2014 where all components were removed and a biomet hip was implanted. Operative report further noted patient underwent a second left hip revision on (B)(6) 2008. Operative report noted the presence of clear fluid and a broken screw. The broken screw was removed. The modular head, liner and acetabular cup were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2008 due to patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received noted the patient underwent a left hip revision on (B)(6) 2008 not (B)(6) 2008.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6), 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6), 2008 due to patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.